Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 400 mg/dl, the customer current blood glucose was 600 mg/dl. The customer was hospitalized on 11:30a-12p on (B)(6) 2018. The customer experienced symptoms such as does not feel normal. High blood glucose, hi-cups. The customer was treated with IV fluids, insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.